Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer had had high blood glucose levels for the last 7 days. They had increased the basal by 400 percent and completed set changes which did not decreased the customer's blood glucose. It was stated that the customer connected another insulin pump with the basal at 100 percent and blood glucose level remained normal. The insulin pump did not have damage and passed the self-test. The customer was unable to complete troubleshooting. Blood glucose value was 5.5 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.